Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 they were experiencing transmitter issues. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient's mother and reviewed for evaluation on (B)(6) 2016. However insufficient information is provided in order to investigate. Complaint for experiencing a transmitter issue could not be confirmed. The root cause could not be determined post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.